Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of deformation. Inspection of the device shows that the device is twisted at the tip. A dimensional and functional analysis could not be completed due to the damage. Device history records were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional complaints related to this issue. The root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. The root cause was determined to be design related. Corrective and preventive actions have been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to minimize the risk of compromising their exacting performance." (B)(4). This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2017-00534 / 00535 / 00536).

Event description:
During a right foot bunionectomy, the tip of the screwdriver twisted and another was used to complete the procedure without delay.